Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05488. It was reported the patient was experiencing intermittent stimulation. An impedance check revealed low impedance on all contacts. X-rays were taken, but the results are unknown at this time. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.